Manufacturer narrative:
System was used for treatment. Kit lot e304 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break or alarm 37: blood leak? (Centrifuge chamber). The service order feedback information was not available at the time of this report. A supplemental report will be sent once the service order feedback information is available. Investigation is still in progress at the time of this report. A supplemental report will be created once the investigation is complete. (B)(4). Device not received for investigation.

Event description:
Customer called to report centrifuge blood leak alarm at start of treatment procedure. Customer stated there was blood in the centrifuge. Customer stated patient was stable. Customer stated that just as purging air was completed a blood leak alarm occurred. Customer stated blood seemed to be leaking from the drive tube near the drive tube latch. Customer stated the drive tube and centrifuge bowl were still intact and that they will clean the centrifuge and then call back if there are any alarms. Customer will return kit for investigation.

Manufacturer narrative:
Service order feedback not available at the time of this report. Once service order feedback is received a supplemental will be created. The kit, photos and smartcard associated with the complaint were returned for analysis. Review of the smartcard data indicated that a treatment bag air detected alarm was seen, prime was completed and blood collection was started successfully. After processing of 183ml of whole blood a blood leak (centrifuge) alarm and a return pressure warning were seen and the treatment was aborted. The returned kit was visually examined and dried blood was found on the bottom of the drive tube from a cut running around the drive tube. Evaluation of the photos were evaluated had the following findings: the drive tube had a 360° cut, lower area of drive tube had an "indent"/ "cut" around it. This implies lower bearing stop delamination, since the drive tube probably extended and rubbed against the lower drive tube clamp. The lower bearing stop was moved on the drive tube had a groove in it, which also implies delamination. Evaluation of the photos confirmed the drive tube leak. Root cause is most likely lower bearing stop delamination. Delamination allowed the drive tube to extend and changed the angle that the drive tube exists in the drive tube clamp. The drive tube then wore against the clamp and leaked. A CAPA has been initiated. (B)(4).

Manufacturer narrative:
Instrument serial number was erroneously entered in initial report. Updated with correct instrument serial number ((B)(4)). Service order ((B)(4)) completed: service engineer cleaned instrument and performed system checkout procedure sucessfully. (B)(4).